Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 687 mg/dl, a kidney stone, and diabetic ketoacidosis. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however, customer required further treatment for kidney stones. Customer declined a system check with tandem technical support.